Event description:
It was reported during a laparoscopic cholecystectomy carbondioxide escaped from the 512dh trocar when the instrument was removed during cauterization. When there was a 5 or 10 mm instrument in place did the leak stop. There was no consequence to the pt.